Event description:
A consulting physician reported a pt with, what was considered a brody's abscess in the right knee in 1995 (explained as a type of benign tumor). In 1997 the pt again experienced the same symptoms as in 1994-1995. The pt was diagnosed with the recurrence of the brody's tumor. The tumor was in the right tibial bone. In mid-may 1997 the physician made the decision (with pt under general anesthesia) to view the tumor with cat scan and insert needle into center of tumor, core out around the tumor and replace with collagraft. The date of the procedure was in 1997. Before agreement of pt for the second surgery, the physician had expressed confidence that the tumor would not recur. For the first six months post operatively, the pt had mild pain at the knee, which the surgeon believed was to be expected. Since approx 11/98 the pt reported increasing knee pain. About 3/99, the pain has increased; 8 on a scale of 1 to 10. Twelve advil tablets were being taken daily by the pt. The pt made the assumption that the tumor had returned. The original surgeon who placed the collagraft had retired, and the pt consulted with the reporting physician. Cat scan and x-ray results were negative for tumor recurrence. "Technisian" bone scan showed a slight uptake, which the reporting physician considered non-specific. The consulting physician's opinion was that the cause of the pain was not the return of the tumor. The pt stated the reporting physician had suggested possible removal of the collagraft. On 4/29/99, the reporting physician believed it was premature to think that the pain is related to the collagraft, but was uncertain of the relationship. The pt has been referred to the facility. As of 4/30/99, the pt reported the pain was persisting, worsening at times, despite advil. On 8/13/99 surgery was performed on the pt by a second consulting physician at facility. The affected bone was the proximal tibia (located within about 5 mm from the knee joint/cartilage of the knee). The physician's post surgical impression was that the collagraft material appeared to have incited a "foreign body reaction." Upon surgical removal, the material had kind of grainy texture and appearance. The surgically removed material was sent to pathology. The physician stated that since he was not present at the initial operation, it was difficult for him to exactly know how much or the type of collagraft that was used. The physician stated that there was no question that the material removed from the site of the lesion (which had been previously curetted or removed) had not incorporated into bone and had incited a giant cell reaction- and had a "very grainy or gritty appearance and feel to it." The physician could not confirm the type product, lot # or volume, from the original surgery, but did recall that a copy of the operative report which noted collagraft as the implanted product. At the time of surgery, the physician was uncertain whether the collagraft, recurrence of a tumor, or abscess was the cause of the pt's symptoms. The surgical intervention proceeded as indicated for a recurrence of a tumor scenario. Under cat scan guidance, a needle was placed within the center of the lesion, with the pt asleep and intubated in the radiology suite. The pt was then transported to surgery. A block of tissue was excised around the needle that included the suspect material identified as a previous abnormality on x-ray. The surgeon extended the margin of the excision with a burr to attempt to ensure that all was completely removed. There was some question even several days post-surgery as to whether or not it was a giant cell reaction to a foreign body. The interpretation in the final report by the facility pathologist was officially termed a xanthic (giant cell reaction to foreign material). The physician believed the pt's prognosis was good. Since the pt's own bone graft was used in the surgery, it was expected that total and complete healing would occur with no adverse sequelae. The follow up physician would be the choice of the parent/pt and was unknown.